Event description:
A customer reported that lights one and two were out on the system. The timing of the event is unknown. Additional information has been requested.

Manufacturer narrative:
The illuminator was received for evaluation. A visual assessment of the returned sample revealed the lamp had been shipped inside the module and broken, leaving pieces in the lamp chamber. The condition of the returned sample precluded it from functional testing. The root cause of the reported event can be attributed to a nonconforming illuminator module, as the reported event initially was replicated. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system manufactured on november 7, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).